Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium, sodium, potassium, and chloride results generated on the architect c4000 processing module for an 82 year old female patient that was reported out of the laboratory. The following data was provided (the repeat result was generated with another method): (B)(6) 2023 sid (B)(6). Calcium initial result = 4.2 mg/dl, repeat = 10.3 mg/dl. Sodium initial result was =100 mmol/l, repeat = 139.5 mmol/l. Potassium initial result = 1.8 mmol/l, repeat = 3.20 mmol/l. Chloride initial result = 52 mmol/l, repeat = 100.4 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the sample probe which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional falsely depressed calcium, sodium, potassium, and chloride results were reported post the current event was identified for (B)(6). A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the sample probe was identified.

Event description:
The customer observed falsely depressed calcium, sodium, potassium, and chloride results generated on the architect c4000 processing module for an 82 year old female patient that was reported out of the laboratory. The following data was provided (the repeat result was generated with another method): (B)(6) 2023 sid (B)(6) calcium initial result = 4.2 mg/dl, repeat = 10.3 mg/dl sodium initial result was <100 mmol/l, repeat = 139.5 mmol/l potassium initial result = 1.8 mmol/l, repeat = 3.20 mmol/l chloride initial result = 52 mmol/l, repeat = 100.4 mmol/l no impact to patient management was reported.